Event description:
It was reported patient's ipg was migrating in the pocket after patient lost weight. Surgical intervention was undertaken wherein the pocket site was tightened at the same location to address the issue. Therapy was restored post-operatively.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.